Event description:
A malfunction was reported, with no significant events occurring prior. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the issue arises again, which the customer acknowledged and understood.